Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred at 07:23:12 drain volume of 3122ml during cycle 6. The largest prescribed fill volume was 1900ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was use error and tidal total uf removal set too low.